Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported the patient reported a fever. The patient had the trial lead removed and was then prescribed antibiotics.